Manufacturer narrative:
The device is not available for return. Without the return of the sample or a photo/video a comprehensive review cannot be performed. The reported complaint of a broken microclave could not be confirmed and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information: d9.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. H10 - additional medsun uf/importer report # 1402760000-2025-8003.

Event description:
The event was reported via medsun uf/importer report # 1402760000-2025-8003 regarding a5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer. It was reported that a microclave that had nicardipine running through the line snapped off. There was no pulling of the lines, so unknown how/why the microclave snapped off. There was patient involvement, but harm was not reported as a consequence of this event.